Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted and will not be returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred late last year. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5140313/5140635.